Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 with blood glucose level was 500 mg/dl at time of incident and the current blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as feels heave, nausea, headaches, increased thirst, off balance. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08720 inches. No excessive no delivery alarms noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.